Manufacturer narrative:
Per additional information received, bd has determined that this is not a reportable event.

Event description:
It was reported that the patient was not heating on the arctic sun device. Nurse was concerned because the water temperature was at 107.6f(42c). The patient temperature was 89.2f(31.8c) and the target temperature was 91.5f(33c). The temperature was correlating with rectal and bladder temperatures. The patient was on continuous renal replacement therapy with warmer on and a bair hugger. Ms&s explained that the arctic sun device was responding appropriately and that the water temperature was at maximum and if the water temperature was too high for too long then would get an alarm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not heating on the arctic sun device. Nurse was concerned because the water temperature was at 107.6f(42c). The patient temperature was 89.2f(31.8c) and the target temperature was 91.5f(33c). The temperature was correlating with rectal and bladder temperatures. The patient was on continuous renal replacement therapy with warmer on and a bair hugger. Ms&s explained that the arctic sun device was responding appropriately and that the water temperature was at maximum and if the water temperature was too high for too long then would get an alarm.